Event description:
Manufacturer reference number: 3006705815-2024-01672, 3006705815-2024-01673 it was reported that the patient experienced ineffective therapy. X-ray imaging revealed that the lead extensions pulled out of the ipg header. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein both lead extensions were explanted and replaced to address the issue. Additionally, during the procedure it was discovered that both lead extensions were fractured at the extension connectors at the ipg site which resulted in fluid to be found inside the ipg. As a result, the ipg was also explanted and replaced on (B)(6) 2024.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Device manufacture date have been updated to reflect the correct device information.

Manufacturer narrative:
Correction: section d6b - the date of explant should have been (B)(6) 2024 rather than (B)(6)2024 the reported observation of invalid impedances was not confirmed when referencing the ipg. The ipg diagnostic logs did show changing impedance values which was confirmed to be associated with the extensions within the lead system. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. A lead fitment test was normal when inserting an octrode test lead in both chambers.